Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to re-implant this artificial urinary sphincter (aus) due to the patient having spina bifida as the underlying cause of the incontinence, requiring the patient to self-catheterize. Over time it became difficult for the patient to self-catheterize, therefore, the physician decided to remove the cuff, on an unknown date. The physician implanted a new aus device that is more appropriate size to allow the patient some urinary control moving forward on (B)(6) 2021.